Manufacturer narrative:
Concomitant medical product: dtmb1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was damaged by the cardiothoracic surgeon during sternotomy. There was a lead integrity break with the insulation. The lead was repaired with a repair kit and remains in use. No patient complications have been reported as a result of this event.